Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
On (B)(6) 2015, a 6f angio-seal sts plus was used following a percutaneous coronary intervention (pci) for hemostasis. A pre-deployment angiogram was performed. The angio-seal device was deployed without issue. On (B)(6) 2015, the collagen sponge was found in the patient's artery and a late thrombotic occlusion was confirmed. On (B)(6) 2015, the patient underwent surgery and the entire angio-seal device was removed from the patient.